Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer that after applying the freestyle libre pro sensor, a sharp object was protruding from the center of the sensor which accidentally stuck a medical assistant (ma) resulting in an injury on (B)(6) 2021. The ma was bleeding and had contact with a healthcare professional who performed tb, hiv, and other tests as the health status of the adc customer wearing the freestyle libre pro sensor is unknown. It was further reported that 6 months from now, the same series of tests will be performed on the ma. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Avalid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer that after applying the freestyle libre pro sensor, a sharp object was protruding from the center of the sensor which accidentally stuck a medical assistant (ma) resulting in an injury on (B)(6) 2021. The ma was bleeding and had contact with a healthcare professional who performed tb, hiv, and other tests as the health status of the adc customer wearing the freestyle libre pro sensor is unknown. It was further reported that 6 months from now, the same series of tests will be performed on the ma. No further information was provided. There was no report of death or permanent injury associated with this event.